Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to bootup. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse found that that there was issue with mpdu controller which was causing start up issue. The defective mpd control unit was returned to analysis and on visual inspection it showed signs of burn/heat spot. To resolve the issue, the fse replaced the mpdu controller unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup, it was stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.